Event description:
Medtronic representative reported surgeon alleged 2mm inaccuracy in a cranial surgery. The case went well and there was no pt impact.

Manufacturer narrative:
Pt info unavailable at time of this report. Investigation is currently in progress.